Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that there was an unexpected shut down. The manufacturer representative (rep) stated that an issue which an error message flashed on the screen, and the site unplugged the system from the wall  power to a "power bar". Then they rebooted the system and "everything went black." Navigation was aborted causing a 10 minute delay in the case. No impact on patient outcome.  Troubleshooting was performed by the rep who wanted to check the batteries on the system and suspected that the batteries were not plugged into each other or charged overnight routinely. Technical service walked the rep through a battery check on the wall power after an overnight charge. Off of wall power for approximately 2min the batteries retained adequate % and charge time. The main cart was 85%, with 11min remaining. The camera car was 85% with 18min remaining. The rep was going to re-educate the site on utilizing the wall power for the system and ensure the carts were plugged in together and to wall power for storage and use. The rep was unable to replicate the issue, system working as intended. Marking as resolved on call.